Event description:
It was reported that occlusion alarms occurred. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl or read "high" on the cgm. The customer resolved the issue by changing the infusion set and cartridge, resuming insulin, and no additional assistance was necessary.